Event description:
Healthcare professional reported against right side device "intracapsular rupture," "pain and body inflammation,¿ "scarce periprosthesis fluid," and "rounded anechoic images of 3 to 5 mm that could correspond to simple cysts" which is not device related. Healthcare professional additionally reported via an ultrasound "the heterogeneous myometrium shows a 19 mm rounded hypoechoic image in posterior surface and 9mm on the anterior surface, which could correspond to intramural myomas.¿ which is not device related. Device remains implanted.

Manufacturer narrative:
Initial reporter (phone number): (B)(6). Initial reporter additional address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the reason for reoperation: "intracapsular rupture," "pain and body inflammation,¿ "scarce periprosthesis fluid," and "rounded anechoic images of 3 to 5 mm that could correspond to simple cysts," "the heterogeneous myometrium shows a 19 mm rounded hypoechoic image in posterior surface and 9mm on the anterior surface, which could correspond to intramural myomas.¿